Event description:
Procedure type: urological/gynecological. Reportedly, the pt underwent a procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced pain, injury and has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2012-00040 (avaulta posterior biosynthetic support system). Note: this report corresponds with bard's report # (B)(4) for an "avaulta anterior."